Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and observed that the unit was leaking helium, 54 psi in a half hour. To fix the issue, the fse replaced the assy, helium reservoir, tubing assy, helium, multiple and the tubing assy, helium. The fse returned the unit to clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit ran out of helium while in use on a patient. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit ran out of helium while in use on a patient.

Manufacturer narrative:
The following investigation was performed by technician of the failure analysis and testing (fat) wayne, nj. The fat received a helium reservoir assembly p/n 0997-00-0565, serial number: (B)(6), with a reported of a leak in the helium reservoir assembly. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual part number 0070-00-0639 revision q and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into fat department iabp cardiosave test fixture serial number (B)(6) for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of a leak in the helium reservoir assembly. The fat department was unable to replicate the failure experienced by the customer. Retaining the helium reservoir assembly in the fat department per procedure 0002-07-d008 rev ak. If further investigation is not required, the helium reservoir assembly shall be scrapped.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site telephone), g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).